Event description:
Customer reports to have received a no delivery alarm during bolus delivery. Customer's blood glucose was 309 mg/dl and states she had large keytones. Customer was able to resolve no delivery alarm with infusion set change. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.